Manufacturer narrative:
The involved reacher bar is the accessory that allows the lifting unit to be easily disconnected from one ceiling installation and connected to another. It consists of a handle and hook assembly with a magnetic connection, which facilitates this operation by connecting the ceiling lift to the track trolley. When disconnecting the ceiling lift, the reacher bar handle must be connected to the hook assembly, after which the lift can be dislodged from the track trolley. This accessory is distributed by arjo exclusively in australia. The investigation revealed that the claimed issue is related to the handling of the reacher bar. The hook assembly disengaged from the track trolley due to misalignment when connecting the magnetized end of the reacher bar handle to the reacher bar hook assembly. The user guide for the reacher bar provides the following: "important: prior to connecting the reacher bar handle, ensure you hold the strap and apply some slight downward pressure to ensure the hook remains closed during the connection phase. While applying slight downward pressure on the strap, carefully insert the magnetized reacher bar handle into the hook assembly unit, making sure that the handle is fully connected. Ensure the surrounding area is clear." To summarize, the maxi sky 440 and reacher bar met the specification as no failure was observed. The most likely root cause of the hook assembly disengagement is the deviation from the disconnection procedure outlined in the user guide. The device was not used to transfer the patient when the hood disengaged. Based on the investigation and historical data, arjo concludes that this type of issue is unlikely to result in serious injury or death in the future. The claimed issue was related to the handling of the reacher bar accessory, and no malfunction of the maxi sky 440 ceiling lift or the reacher bar was identified. Based on this information, the scenario involving hook disconnection of the australian reacher bar accessory will not be considered reportable in the future. The serial number of the maxi sky 550 is not provided, however the main subject of the investigated complaint is the reacher bar.

Event description:
While staff were disassembling the arjo ceiling lift after safely transferring a resident, the reacher bar's component (accessory used to connect and disconnect the portable ceiling lift to the rail) detached and fell onto a staff member. The reacher bar handle used to unhook the device did not fully engage with the magnetic mechanism, causing the reacher bar hook to dislodge. The staff member protected himself with his hands and managed to catch the hook, preventing harm to the resident. The caregiver sustained a contusion on the hand. The ceiling lift was still supported on a surface at the time.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusion of the investigation.

Event description:
While staff were disassembling the arjo ceiling lift after safely transferring a resident, the reacher's component (accessory used to connect and disconnect the portable ceiling lift to the rail) detached and fell onto a staff member. The reacher's handle used to unhook the device did not fully engage with the magnetic mechanism, causing the reacher's hook to dislodge. The staff member protected himself with his hands and managed to catch the hook, preventing harm to the resident. The caregiver sustained a contusion on the hand. The reacher in question is available exclusively on the australian market.